Event description:
It was reported that pump touchscreen was cracked and shattered, with damage confirmed under screen protector, and customer could not interact with pump because display was unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support attempted to contact customer for additional details, but no further communication was received and no additional corrective actions were documented.